Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. (B)(6). Note: see mfg. Report no. 3007566237-2017-00844 with respect to the consumer¿s lead explant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that on (B)(6) 2017 a consumer had a lead replacement surgery to implant a new lead that had previously been explanted on (B)(6) 2017. On (B)(6) 2017 the consumer¿s lower limbs could not stretch, and there was disturbance of consciousness, with occasional epilepsy. A CT showed intracranial hemorrhage. The consumer had a history of hypertension. There were no further complications reported and/or anticipated.

Event description:
Additional information received from a manufacturer representative reported the patient was discharged from the hospital and had returned to health.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.